Event description:
It was reported that the lead was explanted due to infection. No further patient complications were reported as a result of this event. The lead was returned, analyzed and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the partial lead in segments was returned and analyzed and found the helix disengaged from helical channel. Defib conductor was distorted, there was blood/body fluid on outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress crack and esc breach (non-electrical), outer insulation was torn and had cosmetic cut, outer tubing overlay breached cut, exposed defib coil had white substance, outer overlay tubing had white substance, outer insulation had cosmetic depression, and there was blood in/on the helix/lobe mechanism.